Event description:
It was reported that the customer had high blood glucose. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. The mother stated that when the infusion set was removed from the customer's body, the cannula was completely bent over, and the insulin pump did not alarm no delivery. Attempted to conduct high pressure test, but a tubing clamp was not available to perform the test. The mother requested a replacement of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.